Event description:
On opening the product but before use, the scrub nurse discovered that the exeter horse collar was faulty. On one side there was a thin piece of plastic detached from the product, looked like it had been cut but outside packaging was intact.

Manufacturer narrative:
This report was found to be a duplicate of a previously reported event under MFR report # 0002249697-2018-01331. Investigation findings will be provided in a supplemental report under MFR report # 0002249697-2018-01331 and any additional reports will be generated if needed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On opening the product but before use, the scrub nurse discovered that the exeter horse collar was faulty. On one side there was a thin piece of plastic detached from the product, looked like it had been cut but outside packaging was intact.